Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has been exposed to moisture. Customer reported that the insulin pump's display went blank immediately after pump was exposed to moisture. Customer's blood glucose was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No moisture damage was found inside of the insulin pump. The insulin pump passed the displacement, operating currents, self test, and off no power test. No blank display was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.